Manufacturer narrative:
This report is for an unknown tomofix plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent the high tibial osteotomy with an unknown competitor's plate and a synthes plate. After the surgery, the surgeon confirmed an infection occurred. On (B)(6) 2020, the patient underwent the revision surgery by removing the syn plate, which was implanted at medial side. The other company¿s plate was remained in the patient. The surgical delay was unknown. No further information is available. This is report 2 of 2 for (B)(4). This report is for an unknown tomofix plate.